Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: spontaneous rupture.

Event description:
Healthcare professional reported right side spontaneous rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additionally healthcare professional noted device was intact and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the identified photos: crease fold and deformation. Opening in the device is not observed. Device analysis performed through photographs, due to the impossibility to perform. Microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side spontaneous rupture, ultrasound confirmed and "capsular contracture," baker grade iii. The device has been explanted. Healthcare professional later reported that the "implant [was] not ruptured" upon removal.